Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and excessive no delivery alarm tests. It was unable to prime during the prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. No motor error alarm or excessive no delivery alarms noted. The functional tests could not be completed due to the prime anomaly. It was also received with cracked case on lcd display window corners, scratched lcd window, and cracked battery tube threads noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 410 mg/dl; treated with manual injection. Troubleshooting was able to resolve the alarms. The customer's mother also reported that the device was dropped and had a crack on the bottom right corner of the screen. The device was returned for analysis.